Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery test. There was no motor error or excessive no delivery alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported that he received a no delivery alarm, cleared it and changed the infusion set and stated site was a little sore. Customer then received a motor error alarm during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.